Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Allegedly the patient sustained unspecified injuries and damages resulting from a spinal fusion on (B)(6) 2012. It was reported via voluntary medwatch report that the patient experienced "serious injury including pain and physical limitations."